Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was failing. Unfortunately during extraction, the patient's superior vena cava tore. Additional information obtained from the field which indicated that the lead exhibited high impedance measurements. The ra lead was explanted. No additional adverse patient effects were reported.